Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of inability to maintain an erection was confirmed as a hole was identified in one cylinder via product analysis. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the pump component of the existing ipp was not functioning. The surgeon suspected that the shut off valve was compromised. The patient was unable to maintain an erection as a result of this issue. The existing ipp was explanted and replaced with a new ipp. The replacement procedure was completed without any patient complications.the explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the pump component of the existing ipp was not functioning. The surgeon suspected that the shut off valve was compromised. The patient was unable to maintain an erection as a result of this issue. The existing ipp was explanted and replaced with a new ipp. The replacement procedure was completed without any patient complications. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.